Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they had a hard time healing from the implant procedure. Patient said the lead was exposed, confirmed the lead broke through the skin. Patient said the incision where the lead was inserted never healed correctly. Patient said they believe the patient was allergic to the surgical glue that was used. Patient said they has a scar revision. Patient said the skin died which caused a hole deep in the patient's back. Patient said when they looked into the hole they could see the lead. Patient said they had to have wound care. Patient said their whole low back was a "big yucky rash". Patient said the system was removed the patient healed then a new system was implanted. Documented reported event. No further action was taken by patient services. No device issues were reported.

Manufacturer narrative:
Event date is approximate. Concomitant products: product ID: 978a128, lot#: va2bt31, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.